Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system had no image and could not be turned on due to no power supply into the processor. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and h6 (remove 1183 - no display / image from medical device problem) additional information added to field d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, power of the device was not turned on and the device was not activated due to failure of the power unit. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system had no power supply and could not be turned on.